Event description:
The pump was returned to the biomedical engineering dept with the complaint that the device was alarming with an error code 63-1. During testing at the user facility, the pump was noted to underdeliver. There were no reports of any adverse pt events while the pump was in clinical use.